Manufacturer narrative:
A ge representative evaluated the system, and replaced a faulty high voltage cable assembly. System operates as intended.

Event description:
It was reported that there is a tear in the high voltage cable assembly. No patient injury was reported.